Event description:
Home patient contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/5 of their automated peritoneal dialysis therapy. During initial notification, the home pt reported that the pt line of the homechoice set was "leaking" due to the tubing having "a tear in it". The technical svc ctr assisted the home pt in ending their therapy early. Per home pt's nurse, no pt injury or medical intervention was associated with this incident.